Event description:
It was reported that the pump touchscreen was on, but the display remained black. Customer's blood glucose was 11.8 mmol/l. Customer reverted to an alternate method of insulin therapy.